Event description:
The customer reported that fluid leaked from the coulter lh 500 hematology analyzer under the wbc bath. She found the leak while troubleshooting a hgb incomplete issue. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Event description:
The instrument involved in this event is the coulter lh 750 hematology analyzer.

Manufacturer narrative:
The field service engineer (fse) found hgb was giving incomplete results and wbc bath that was loosely attached to aperture housings, causing leak. He reseated the bath onto housings resolving the leak and hgb issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).